Manufacturer narrative:
(B)(4). Baxter is continuing to investigate the reported event. When the investigation is completed, a supplemental report will be submitted.

Event description:
It was reported that a wireless module for a spectrum pump had "fluid intrusion." It was also reported that there were no patient injury.